Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was occluded. The following information was provided by the initial reporter:material no:11532269 ; batch no: 20045866. It was reported the tubing was taken out of the packaging, the bag was spiked to prime the line and the saline would not flow down the IV line. Nurse took the tubing out of the packaging, and spiked bag to prime line, found that the saline would not flow down the IV line. Clamps were all open, no kinks or breaks visible. Not in use ¿ product was removed from the bag and upon trying to prime line was found to be defective.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was occluded. The following information was provided by the initial reporter:material no:11532269 batch no: 20045866 it was reported the tubing was taken out of the packaging, the bag was spiked to prime the line and the saline would not flow down the IV line. Nurse took the tubing out of the packaging, and spiked bag to prime line, found that the saline would not flow down the IV line. Clamps were all open, no kinks or breaks visible. Not in use ¿ product was removed from the bag and upon trying to prime line was found to be defective.

Manufacturer narrative:
The customer reported the tubing was taken out of the packaging. The bag was spiked to prime the line and the saline would not flow down the IV line. Received was a used primary set model 11532269 with package lot 20045866. The package had the written text "aug 6/20 saline would not flow down tubing". Visual inspection of the as-received set sample immediately observed that the check valve and top smartsite components were upside down. Fluid was observed within the set up to the observed upside down check valve. No fluid was observed past the upside down check valve. Further visual inspection observed that the upper portion subassembly between the drip chamber and upper fitment components consisting of tubing, check valve, tubing, smartsite, and tubing components (in this order according to the set model's drawing) were misassembled onto the set. The set was visually inspected for kinks, holes/tears in the tubing, or damages to the components. No other misassembly or any issue was observed with the rest of the set's components. No testing was performed on the received set sample due to the obvious misassembly. The specific bd manufacturing facility was made aware. Further investigation was performed as issue was related to the manufacturing process (dir 10000375852 - memo attached). The device history record for model 11532269 lot 20045866 shows the set was manufactured on 10apr2020 with a total of(B)(4) units. There were no quality notifications issued during the production build of this set. The customer's report that the saline would not flow down the IV line was confirmed. The root cause was identified as due to a misassembly of the received set during the manufacturing assembly process. The specific bd manufacturing facility was made aware. Further investigation was performed as issue was related to the manufacturing process (dir 10000375852). Manufacturing will continue to monitor this issue for an increase in frequency.